Manufacturer narrative:
The complaint states; impactor handle has cracked. The investigation confirmed the failure mode as reported. Following investigation by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. A new material is now to be used following recommendations from the raw material supplier. The complaint shall be closed with a justified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor handle has cracked. This case has been reported by the loan kit technician during loan kit inspection.